Event description:
An aphthalmologist reported that a patient developed fungal keratitis while using renu with moistureloc multipurpose solution. In 2005, the patient began treatment with another ophthalmologist in the same office for a bacterial infection. The patient did not respond well to treatment and was referred to the reporting ophthalmologist. The patient was subsequently diagnosed with fungal keratitis and was given natacyn and gentamicin as treatment. An eye culture was performed and the patient's lens case and the tip of the bottle were sent for testing. The test results found no growth; however, the physician still felt the condition was fungal keratitis based on the clinical appearance. As of 2006, the patient was still undergoing treatment but was responding.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.